Event description:
The customer reported that the "inner lid" of the system's centrifuge unit was raising when spinning causing the tubes inside to melt when contacting the lid. Some samples had black debris in them and the centrifuge unit makes a "clunking" noise. The customer stated that no alarms were generated and no results were affected. None of the affected tubes reached the analyzers for processing. No one was injured and there were no adverse events that occurred as a result of the issue. The field service representative determined that the rotor seal was damaged due to normal wear and tear. He replaced the rotor seal and adjusted the rotor position. The customer ran 100 samples through the system and all samples were processed by the centrifuge with no errors. The field service representative clarified that when the customer used the term "inner lid", they were referring to the rubber seal that covers the rotor motor inside the centrifuge basin. Prior to the incident, the customer had opened the centrifuge door to grease the rotor buckets and cleaned the inside of the centrifuge basin. He believes the customer may have accidentally caused the rotor seal to come out of its retaining ring. He clarified that at no time did the centrifuge door/lid come open during operation.

Manufacturer narrative:
A specific root cause could not be determined. The material was asked for, but not available for investigation. The caviwipes were tested using retention materials and were found to have no effect on the rubber.

Manufacturer narrative:
The customer stated that they normally do not clean the centrifuge. The customer stated that she does not know the last time it was cleaned and normally it stays very clean. The customer states that if they had to clean the centrifuge, they would use gauze to wipe up spills or caviwipes to disinfect. The caviwipes contain ethylene glycol, monobutyl ether, isopropanol, water, and other inert ingredients. The customer emphasized that they do not normally clean the unit with anything.

Manufacturer narrative:
The customer provided further clarification of the event. The customer stated that she had to open the safety latch to release it when they stopped the acu to look inside. The customer said that the black flexible rubber seal inside was "wadded up" and had rubbed against the buckets. There was black dust inside the inner rim and the inner lid of the centrifuge, but the customer did not see any black dust or debris on any samples. The customer stated that about 4 sample tops had come off, but there was no black debris or dust in the samples themselves. The customer stated that some tubes looked "warped", like the top edge had melted a little. The customer confirmed that there were no broken tubes. The seal is not available for investigation.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.